Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the far field r-wave oversensing event was sensed by the device, leading to inappropriate automatic mode switch (ams).

Event description:
It was reported that during a follow up in clinic, far-field r-wave oversensing was noted on the right atrial (ra) lead resulting in inappropriate automatic mode switch (ams). Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.